Event description:
A software error was reported by the customer, indicated by malfunction code 199. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer was able to continue using the pump after successfully resetting it. The customer was advised to report back if the malfunction code recurred.